Event description:
In an intermediate critical care unit, a patient removed the telemetry transmitter leadwires. Shortly thereafter, or slightly prior, the patient exited the bed. Later that evening, a staff member found the patient lying on the floor next to the bed. The patient was unresponsive and a code was called. Attempts to resuscitate the patient were unsuccessful. A philips viridia telemetry system was employed, with intellivue central monitoring equipment, augmented with a philips database server and a statview paging system, running under software version e. An upgrade from version d to e occurred a few weeks prior. A copy of the patient alarm file taken from the associated philips patient information center was e-mailed to philips medical for decrypting and decoding. The subsequent report from philips indicated no red or yellow alarms generated for the bed in question for the entire day of the event. Since all inop alarms to statview pagers were intentionally disabled by the customer in 2002 due to a known defect in version d (excessive paging of inop alarms), and this default value was inherited during the software upgrade to version e, no inop alarms were sent to statview pagers. A review of the paging log in the database server revealed no inop alarms were recorded (unlike version d, which recorded all inop alarms, regardless of statview settings). Therefore, no confirmation can be made of the leads off alarm, its duration, or if the alarm was manually silenced. It is not believed that the device necessarily caused or contributed to the patient's death.